Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 4 weeks post-implant, it was reported that the patient experienced high hemolysis parameters (ldh>5000). An echocardiogram showed a regular opening of the aortic valve and no flow to the inflow conduit. The following day a decision was made to exchange the pump and the inflow conduit. Additional information received indicated that the surgeon reported that during the initial implant, the left ventricle had thrombus formations directly up to the mitral valve and that this could be a reason for the sudden hemolysis and possible pump thrombus.

Manufacturer narrative:
The patient remains on lvad support with the replacement pump with no further issues reported. The manufacturer is attempting to acquire the explanted pump for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.